Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during in-house testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was switching between an ac and dc power source when plugged in. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs found occurrences of power source detection alarm error conditions. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device power source detection failure was most likely due to a damaged power supply unit (psu) dc connector cable assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was switching between an ac and dc power source when plugged in. The device was not in use when the fault occurred; therefore, there was no patient involvement.